Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient started a new job and when they went to work their device turned off and did not work. The patient stated this was the only place where the device shuts off, and wanted to know if there was something at work that was making it turn off. The patient later reported a loss or change of therapy as when the stim turned off they had a return of symptoms. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.